Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion there was a "fiber optic sensor failure" generated. A second iab was inserted successfully with no failure. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) insertion there was a "fiber optic sensor failure" generated. A second iab was inserted successfully with no failure. There was no reported injury to the patient.

Manufacturer narrative:
Device available for evaluation [from]: yes [to}: no. (B)(4).